Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd syringe with safetyglide¿ needle malfunctioned as ¿the needle flew off when pressure was put on the safety glide.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation results: three loose 1ml syringe with needle safety glides were received at bd (B)(4) from unknown batch number (p/n 305903). The samples were visually evaluated and no visual defects observed. Performed drawing and expelling of the syringes with needles attached, no defects were observed. Please note, the product is a syringe with a safety glide needle. It is important to make sure the needle is attached firmly prior to use. DHR review for batch 7060767 (p/n 305903): manufacturing dates: 03/13/2017 to 03/18/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7060767 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No defects were confirmed. Based on the severity and occurrence a CAPA is not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.